Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the dilator was stuck in the sheath. When the dilator was inserted into the sheath, there was resistance, and it was getting stuck. When the dilator was pulled out, there was a kink on it that was not there before it went in. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked nor completely blocked. The dilator was not able to be moved through the sheath. The dilator was stuck on the sheath. The dilator damage did not result in exposed wire or internal components. When the dilator was replaced, and the issue remained. The sheath was replaced, and the issue resolved. No adverse patient consequences were reported. With the information available, this event was not assessed as a patient event but as a MDR reportable dilator stuck/slipped within the sheath product malfunction.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4) in the 3500a initial medwatch report, it was reported that this event was MDR reportable for ¿introducer stuck within the sheath¿ and not MDR reportable for ¿dilator damage¿ issue. During an internal review of this event on 13-dec-2021, it was noticed that this event should have been assessed as a ¿resistance with sheath¿ issue and not ¿introducer stuck within the sheath¿. The issue of ¿resistance with sheath¿ is not considered to be an MDR reportable issue since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event will no longer be considered MDR reportable. The h6. Medical device problem code was updated from failure to advance (a150204) to ¿device-device incompatibility (a1702).